Event description:
It was reported that the patient needed an MRI because they were having abdominal pain and trouble urinating, and the symptoms ¿could be¿ related to the device. It was reported the patient had a lower back cramp and major pain going down their leg. The patient was having a CT scan due to a mass in the bladder area. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va09p7j, implanted: (B)(6) 2014, product type: lead. (B)(4).